Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a lower anterior resection (lar), during rectal anastomosis, the anvil which should have been removed together with the stapler, was left inside the rectum. The oral side of the anastomosis site was torn for about half the circumference, and the anvil was protruding from that torn tissue. Additional resection was performed, and the anastomosis was performed with a new circular stapler.